Event description:
Clinical trial. It was reported that 604 days following a coronary artery drug eluting stenting procedure, the patient developed a stent thrombosis. At the time of the index procedure, the patient presented for treatment with an acute myocardial infarction. Index procedure treated 100% occluded thrombosis of a previously placed unknown bare metal stent, 3.0x20mm proximal rca (right coronary artery) lesion using direct stenting with a 3.0x24mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt returned 604 days following the index procedure with chest pain, elevated cardiac enzymes, and st elevation. Acute mi (myocardial infarction) was diagnosed and catheterization showed a stent thrombosis. Thrombus was aspirated and balloon angioplasty was performed. The pt reported to the study site that he did not regularly take prescribed medications and asa was stopped two weeks prior to this event.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation could not be performed as the batch number is unknown. The most probable root cause of this event is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.